Event description:
Surgeon using gemini large clip applier during surgery and it jammed and one side of the tip of the applier broke off. It was located within the handle. No harm to the patient. Staff not aware that the last two clips are blue in color to make you aware you are at the end and to stop using the device. I was made aware after the incident that the large handle will jam up if you continue to fire unlike the medium large clip applier that locks up. This is not the first time that this has occurred. Question the color chosen for the last two clips. No instructions for use found in box of cartridges. We have pulled this large clip applier from our inventory.